Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the ER (emergency room) with hyperglycemia. The patient reported receiving an occlusion alarm from the pod. Blood glucose (bg) values reached over 400 mg/dl while wearing the pod between 4 and 24 hours in the arm. Symptoms included ketones, slight headache, dehydration, nausea and dry mouth. For treatment, the patient was given 1 liter of fluids. The patient was at the ER for 5 hours.